Event description:
Follow-up information #2 received on (B)(6) 2020 from quality department. Based on available data from quality department, no investigation to identify a potential product defect was possible due to no batch number was reported. However, the sales representative sent a video of the practitioner handling devices showing the practitioner did not follow steps of the instructions which did not allow an optimal fixation of the device on the handle. As a result, the barrel may come off the handle when pressure is applied to the handle. Consequently, the most likely cause is a misuse of the device by the practitioner. No more information available. Fup#1 : quality investigation report received. Causality assessment re-evaluated on (B)(6) 2020 on additional information received on (B)(6) 2020: a. Seriousness: serious. B. Expectedness: device issue: unexpected fr. C. Causality. A) latency - na. B) recognized association - no. C) analysis - in this case, the security failed during the injection. This may occur with excessive pressure exerted or a wrong assembly of the device following a non-observance of the instructions for use. The dentist exerted a strong push on the syringe, and according to the received video showing the practitioner handling the device, he did not follow steps of the instructions so allowed the barrel to come off the handle when pressure was applied to the handle. In conclusion the cause of the incident is a misuse of the device by the practitioner and the causal relationship between the incident and usp [ultra safety plus] was assessed as not related. In this case, no adverse event was reported but an inappropriate usage was identified so the practitioner will be reminded of the correct use of the product. D) dechallenge - na. E) rechallenge - na. Concluded causality who: not related.

Manufacturer narrative:
Based on available data from quality department, no investigation to identify a potential product defect was possible due to no batch number was reported. However, the sales representative sent a video of the practitioner handling devices. In this video, the practitioner does not follow steps 4 and 5 of the instructions. Step 4: grip the handle plunger and put the thumb behind the finger holder. Introduce the handle tip into the barrel of the device, behind the cartridge. Step 5: now slide the sheath protecting the needle backwards, towards the handle until it clicks (the click is made as the sheath hits the handle and locks the unit together). Warning: failure to retract the sheath fully until you hear the click may result in the device disassembling during use. In this case, no adverse event was reported but an inappropriate usage was identified so the practitioner will be reminded of the correct use of the product. Indeed, the practitioner proceeds in the following way: insertion of the sheath on the handle. Then insert the barrel on the handle by applying pressure on the case. The method used by the practitioner does not allow an optimal fixation of the device on the handle. As a result, the barrel may come off the handle when pressure is applied to the handle. Consequently, the most likely cause is a misuse of the device by the practitioner.

Event description:
Spontaneous report, from (B)(6). Local reference # (B)(4). Quality investigation reference #(B)(4). Initial information received by email on 11-dec-2019 from a dentist through sales representative and follow-up information #1 received on 02-jan-2020 from the dentist by email. Twenty (20) patients with no specified medical history, have been treated with the device ultra safety plus 27g - 040x08 mm (batch number and exp date unspecified) on the fourth trimester of 2019, and 20 devices were concerned. No concomitant medication was reported. The suspect devices were used for dental local anesthesia on final, vital and devitalized teeth. The dentist reported that when he exerted a strong push on the syringe, for example in the case of an intra ligament anesthesia, the security broke during the injection while the second click gave away and the needle advanced suddenly resulting in a risk of breakage and a risk for the patient. The syringes used seemed to be in good condition and did not seem to be the cause of this problem. According to the dentist, his collaborator had the same problem. At the time of the report, the patients outcome was unknown. No more information available. Causality assessment on 24-jan-2020 on initial information received on 11-dec-2019 and follow-up information received on 02-jan-2020: seriousness: serious. Expectedness: device malfunction: unexpected fr. Causality: latency - na. Recognized association - no. Analysis - in this case, the security broke during the injection. Handle breakage may occur with excessive pressure exerted, a wrong assembly of the device or the number of injected cartridges with the handle, following a non-observance of the instructions for use of the device. The dentist exerted a strong push on the syringe, but pending quality investigations, the case was considered as not assessable. In this case, no adverse event was reported but there was no information to identify a misuse or inappropriate usage during the local injection. No other claims have been registered on the batch, so pending quality investigations no CAPA is required. Dechallenge - na. Rechallenge - na. Concluded causality who: not assessable.